Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue occurred at 11:15am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿130 and 160mg/dl¿ with the subject meter, however, the results were taken over 20 minutes apart, so this is not considered a valid inaccuracy comparison. The patient does not take any form of medication to help manage their diabetes and did not report whether or not they had made any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred they developed the symptom of ¿sweaty¿; a symptom which the patient self-treated by consuming food and/or drink at 11:15am on (B)(6) 2017. At the time of troubleshooting the cca confirmed that the unit of measure was set correctly on the subject meter and the results were obtained from an approved sample site. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately erratic results, the alleged meter issue could not be ruled out as a cause or contributor to the event.